Event description:
It was reported that a spectrum pump displayed system error 322 during diagnosis in the general care area (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced but was confirmed through a review of the device event history log. This was caused by a lower latch switch that was slow to respond. The lower auxiliary (including the latch switch) was replaced to correct this condition. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.